Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that it was unknown if the patient's device was lost, stolen, or not working. It was unknown what the event outcome was with this event. No patient symptoms or further complications were reported as a result of this event. Additional information was received from the patient indicating that there was no issue on the device only that the life of the battery is only 3 years. For their understanding as the agent said it is 5 years. The issue is the lifetime of the battery being only 3 years. The device helps them a lot. It was amazing but they believe the lifetime of the battery is too short. In a couple of years the patient and their husband will go home to the (B)(6) for good. They will just come back to the us for a battery change. They are looking for a battery that will last longer.